Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing procedure, the 8mm force bipolar instrument tip was broken with exposed pieces. The procedure was completed with no reported injury.